Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the lad and one endeavor sprint drug-eluting stent implanted in the rca. Approximately 24 months post index procedure, patient experienced an mi which was treated by percutaneous intervention. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4).

Event description:
Approximately 24 months post index procedure the patient suffered a stent thrombosis. The patient underwent a thrombectomy and had a medtronic stent implanted in the rca. The investigator assessed that the event was definitely related to the study device. The patient recovered with treatment

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi).